Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative condition" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue was contamination found on the inline filter. The inlet filter, muffler assembly, and particulate filter were replaced on the device.